Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-may-2024, it was reported that the infusion set was fell off during use. No further information available.